Event description:
It was reported that the customer experienced "repeated errors that caused to reset the pump and waste insulin." There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.